Manufacturer narrative:
A1 to a5: patient information was not provided. D4: the serial number is currently not available. The unique device identifier (UDI) number is currently not available. H4/h5: the device manufacturing date is currently not available. H11: livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding the error message "occluder 1 is either disconnected or malfunctioning", during service, of an evo clamp occluder. The alarm stopped after turning on and off the device several times. There is no report of any patient injury.